Manufacturer narrative:
Calibration and controls were acceptable. There is no indication of a reagent performance issue. The field service engineer checked the analyzer and confirmed there were no issues with the analyzer. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with creatinine plus ver.2 and glucose hk gen.3 on a cobas c 503 analytical unit. The sample initially resulted in the following values: creatinine = 0.752 mg/dl glucose = 113 mg/dl. A doctor questioned the initial results, so the sample was repeated, resulting in the following values: creatinine = 0.948 mg/dl glucose = 149 mg/dl . The repeat values were deemed correct and matched values measured from a second sample collected from the patient.

Manufacturer narrative:
The creatinine reagent lot number was 90014401, with an expiration date of 31-may-2026. The glucose reagent lot number was 84976201, with an expiration date of 31-mar-2026. The investigation is ongoing.